Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument has what looks like ink or large black spot. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The product was returned with a reported complaint that did not impact functionality. The instrument was tested on the in-house system and no issues were observed. No product issue was identified, and the product is considered conforming in its current condition. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed. There was no patient injury. The instrument is available to be returned. There are no photos/videos available for review since it was never opened and was found during reprocessing.